Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease (cad) for a percutaneous transluminal coronary angioplasty (ptca). A 2.25 mm x 20.00 mm agent dcb used at the left circumflex artery (lcx). During an angioplasty, dissection was noted at the proximal part of the vessel. A drug eluted stent was deployed to cover the dissection and successfully completed the procedure. There were no further patient complications.